Event description:
Customer's sister reported customer an error message on their precision xtra meter which prevents her for glucose testing. Customer's sister reported customer experienced symptoms of frequent urination, leg and chest pain with blurred vision. Paramedics were called and they attempted to check customer's blood glucose without any success and decided to take customer to a local hospital. Customer was then transported to medical center where he was being diagnosed with severe hyperglycemia and treated with intravenous insulin, metformin and glipizide.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.